Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that delivered non-sustained right ventricular oversensing (nsrvo) alerts for myopotential oversensing that resulting in pacing inhibition. No changes or interventions were reported. There were no patient consequences.